Manufacturer narrative:
Further information was requested for investigation.supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that endo monitor on the uroskop omnia max system fell off and hit a patient. The detector position of the system was moved over the patient, when the covers attached to the monitor with magnetic strips got loose and fell off. The fall resulted in a minor injury to the patient - red mark about 0.5 inches long slightly distal to right eye.

Manufacturer narrative:
The returned monitor cover was examined and tested in the lab. No malfunctions could be identified. The component was also investigated at the supplier but no failures were detected. The component was replaced at the facility and no other issues were reported. This report was filed december 15, 2016.